Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
10 pen needle units affected by this event. Please see enclosed attachment for completed medwatch section c.

Event description:
Consumer reported no insulin flow when taking injection. Stated, she removes the pen needle that doesn't work and finds the "non patient" end is bent. Stated, now she checks the non patient end before attaching the pen needles stated, non patient end is bent prior to injection. 10 pen needles affected lot: 3234702 catalog: 320555 date of event: unknown samples: yes cl.